Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump has been beeping lately, and the customer was experiencing high blood glucose right after the site change. The blood glucose reading was 135mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, bolus wizard settings were correct. The high pressure test was completed and passed. No further information was provided.